Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿dark image¿ was not confirmed. The following findings were also noted during device evaluation: the diaphragm was faulty resulting in brightness adjustment failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the visera elite xenon light source image was dark during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Correction: g2 country was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. Olympus will continue to monitor field performance for this device.